Event description:
Info received indicates the knee section will rise a few inches and then run back down after the switch is released.

Manufacturer narrative:
The facility's maintenance replaced the caregiver switch control housing to repair the bed.